Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05265. It was reported that the left ventricular lead was dislodged, and the physician scheduled a lead revision procedure. The physician capped and replaced the left ventricular lead on (B)(6) 2019. The right ventricular lead was explanted and replaced for prophylactic purpose. When the physician tried to connect the new right ventricular lead to the device, he was unable to screw it to the can. The physician explanted and replaced the device too during the procedure. The patient was stable post procedure.